Event description:
The customer reported an error e218 and no image during a diagnostic procedure involving an olympus flex deflectable videoscope. The procedure was completed with an olympus backup device. There was no patient or user harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.